Manufacturer narrative:
(B)(4). The investigation began with a review of all available information related to the reported issue was reviewed. It was concluded that the test results clearly indicated a short sampling due to sample/collection technique, i.e. Fingerstick. If the same sample had been tested at the customer site and then at the reference lab it would have indicated an instrument-related issue (the customer states that the first results were from a venous sample, the second from a finger-stick). The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, contains adequate information to address the customer's issue. A review of complaint and trending reports, for the period (B)(6) 2008 through (B)(6) 2008, did not indicate any adverse trend for the cell-dyn 1800, l/n 07h77-01, for the reported complaint issue. Based on the investigation, no product issue was identified for the cell-dyn 1800 for discrepant patient results. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated low results on the cell-dyn 1800 analyzer. The sample generated higher results at a reference lab. The sample generated hemoglobin results ranging from 6.5 to 8.7 g/dl on the cell-dyn 1800 analyzer and a hemoglobin result of 12.0 g/dl at the reference lab. The sample generated hematocrit results ranging from 19.5 to 26.6% on the cell-dyn 1800 analyzer and a hematocrit of 33.8% at the reference lab. No suspect results were reported from the lab. There is no impact to patient management reported.